Event description:
On (B) (6) 2010 the patient reported experiencing elevated blood glucose of up to 240 mg/dl over the past 5 days. He stated when he removed the insulin cartridge he noticed cloudiness behind the base of the piston rod indicating moisture. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and insulin cartridge were requested to be returned for evaluation.